Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2007.according to the complainant, post-procedure, the patient experienced bleeding and urinary problems.according to the physician's office, the patient condition is fine. No additional patient complications were reported.all other information is unknown and unavailable.